Event description:
It was reported thrombus occurred. A percutaneous coronary intervention was being performed. Intravascular ultrasound (ivus) was performed in the left anterior descending (lad) artery and right circumflex (rcx) artery to view the stenosis. An opticross coronary catheter was used. Ivus measurements were recorded and the opticross was removed. It was noted there was thrombus on the opticross catheter. They observed the patient and heparin was given. Blood values were in normal range during examination. The procedure was completed with a different device. There were no patient complications and the patient is stable. Device evaluated by MFR: analysis of returned product revealed that the device has an imaging core windup in the telescope section, which may have resulted in the reported imaging issue, additionally, blood was found inside the imaging window of the catheter and due to this condition and the imaging core windup the catheter was unable to flush; consequently, confirming the reported complaint.

Event description:
It was reported thrombus occurred. A percutaneous coronary intervention was being performed. Intravascular ultrasound (ivus) was performed in the left anterior descending (lad) artery and right circumflex (rcx) artery to view the stenosis. An opticross coronary catheter was used. Ivus measurements were recorded and the opticross was removed. It was noted there was thrombus on the opticross catheter. They observed the patient and heparin was given. Blood values were in normal range during examination. The procedure was completed with a different device. There were no patient complications and the patient is stable.